Manufacturer narrative:
Unit had unresponsive up button due to corroded keypad traces. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify failed battery test alarm due to unresponsive button. No unexpected numbers ramping/scrolling during testing. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a failed battery alarm. Customer's blood glucose was 139 mg/dl at the time of call. Customer also mentioned that the insulin pump had a keypad anomaly. Customer stated that when buttons were pressed the number kept on scrolling, battery was changed and insulin pump alarmed failed battery test. Unable to troubleshoot for failed battery alarm due to keypad anomaly. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.